Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Date received by manufacturer was missing from the MDR 30 day follow up #1 report. The correct date received for the follow up #1 report is may 23, 2014.

Event description:
Customer reported that six months ago he received an unspecified reading on his adc blood glucose meter that was lower than both an unspecified reading obtained from his healthcare provider's meter and also from a hospital lab. Customer further reported he went to his healthcare provider and was advised to go to the hospital, "because (his) glucose reading is too high". It was further reported the readings were "above 350 and (his) meter is lower" and that he was "provided a medication to lower it down". No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Original MDR should have been filed as a field action related final report. Multiple corrections have been made: checked - product problem. Brand name: when initial was sent test strip lot number was unknown. No box checked with explanation. Test strip lot number date of manufacture added. Checked box indicating product was labeled for single use. Added appropriate evaluation codes. Checked recall box. Added appropriate information pertaining to the recall. Checked corrected data box. The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator.